Manufacturer narrative:
Patient information was unavailable from the site. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case, in the images task, the patient exam was oriented incorrectly. The site tried to correct this using the correction options on the images task, but were unable to do so. The medtronic representative was uncertain if the image displayed as radiographic or standard when it was first imported into the system. It was requested that the site try to re-import the image and check the left-right labeling on the views. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure and delayed the surgery by 15 minutes. It was reported that during the case, in the images task, the patient exam was oriented incorrectly. The site tried to correct this using the correction options on the images task, but were unable to do so. The medtronic representative was uncertain if the image displayed as radiographic or standard when it was first imported into the system. It was requested that the site try to re-import the image and check the left-right labeling on the views. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative confirmed that the behavior was corrected upon re-import of the images.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No logs or exams were available for investigation. There is insufficient information to determine whether a software anomaly contributed to the reported behavior.